Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer was receiving a motor error alarm on her insulin pump as she was trying to prime. The customer's blood glucose was 126 mg/dl and does not recall any specific events that could possibly have led to the motor alarm. The customer was advised that the pump needed to be replaced and that the customer was to discontinue use of the pump and revert to a back-up plan. No further information is provided.